Event description:
It was reported that the handpiece continue to run on its own during a surgical procedure for an ankle fracture. According to the customer, the pt had a worsening of the ankle fracture when the physician went to withdraw the device from the bone. It was reported that the physician felt this was most likely due to the pt's poor bone quality. The procedure was completed successfully with a back-up device.

Manufacturer narrative:
The device has not been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted once it is received and a quality investigation is complete.